Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the supply pressure sensor does not work properly was due to the failure of printed circuit board (cr board) having exceeded its expected service life. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the supply pressure sensor does not work properly and the failure of printed circuit board (cr board) having exceeded its expected service life. There was no patient involvement.